Event description:
The clinician reported that over 3 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported this patient with poor oral hygiene has a bone defect. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.